Manufacturer narrative:
(B)(4). The customer reported that the device is failing op check and has solid red light. There was no reported patient involvement. Philips evaluated the device and confirmed the malfunction. The therapy pca was replaced to resolve the problem.

Event description:
The customer reported that the device is failing op check and has solid red light. There was no reported patient involvement.